Event description:
Additional information was received that the rv lead 0161/100035 was actually implanted in 2003 and then capped and surgically abandoned in 2005 for a lead fracture. This rv lead was replaced with another single coil rv lead (0161/102810). No additional adverse patient effects were reported. This second single coil rv lead was the product involved in the out of range impedance measurements noted since november 2012. The rv lead 0161/100035 was not in service in 2012. In addition, the incident that occurred with both the second rv lead (0161/102810) and device (f161/100182) were initially report in MDR report #: 2124215-2013-15428 (lead) and MDR report # 2124215-2013-00689 (device). It was also discovered that the y connector discussed in the initial MDR was not an actual connector but it was the proximal section of the rv lead (0161/102810) that was cut near the yoke during the procedure as the entire lead was unable to be explanted. There was no additional y-connector used with any of the products implanted in this patient. The proximal portion of the lead was returned and analyzed. The lead distal hv terminal section is cut approximately 45mm from the terminal pin, indicating it ws cut during the revision procedure. This information was provided in MDR report# 2124215-2013-15428.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited rising pacing impedance measurements back in (B)(6) 2012. In addition, this lead and device also presented with the oversensing of noise that led to inappropriate shock delivery. In (B)(6) 2013, testing of the system was performed and the physician felt that there was an integrity issue. A lead fracture was suspected. A revision was performed, and visual inspection of the lead revealed an insulation abrasion and confirmed that the lead had fractured close to where a y-connector was attached to the lead. The rv lead was unable to be extracted and it was capped and surgically abandoned. No additional adverse patient effects were reported. The ICD was electively replaced and will be returned for laboratory analysis. The y-connector was also explanted and is expected to be returned with the ICD. The model and serial information for the device and y-connector were not provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Once the ICD and y-connector are returned and analysis completed, this report will be updated.